Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that cuff on a custom tracheostomy tube is inflating intermittently during use on a pt. The customer reported that if the cuff deflates it will reinflate on it's own.